Event description:
It was reported that the tip of the device was broken prior to the start of the procedure. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account and no lot number was provided. The device history record cannot be reviewed. If add'l info is received, a f/u report will be filed.